Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during ultrasound there was an irrigation issue, the anterior chamber became unstable and the posterior capsule ruptured during a cataract procedure. An anterior vitrectomy was performed and the procedure was completed. The product sample unavailable for return as it was discarded. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The lot specific to this event was not known; therefore, lot history and device history reviews were not possible. The customer did not retain a sample for this complaint report, therefore a visual inspection or a functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. (B)(4).